Manufacturer narrative:
Evaluation is anticipated but not yet begun. The sample photograph was received and sample is expected to be received. Device history record was reviewed and no issues were noted related to this complaint. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up (B)(4).

Event description:
During a CABG, the cardioplegia line was observed to have a piece of plastic floating within the line. This line was contained in a perfusion pack.

Manufacturer narrative:
This follow-up is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems corporation in the initial report submitted october 18, 2018. Upon further investigation of this reported event, the following information is new and/or changed: (B)(4). The sample was received and decontaminated. Upon visual inspection of the sample from line #4, it was noted there was a green colored thread found securely bonded between the connector barbs and the tubing and it did not extended into the fluid pathway, the thread extended 0.31¿ external to the connector. It was determined to have originated from green finger tape utilized by the assemblers. The process has been modified to prevent this issue. It now requires that if finger tape is utilized that it be covered. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The customer also provided the following information, the product was not changed out, there was no delay to the procedure, no blood loss or patient injury.